Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) user surfaced a system overtemperature alarm, unit was swapped out to continue therapy without issue. There was no patient harm reported & patient demographics asked but unknown.

Manufacturer narrative:
Additional information: tel - (B)(6). It was reported cardiosave intra aortic balloon pump( iabp) system over-temp alarm while on patient. No patient harm. So user swapped out console to continue therapy without issue. Users turned over unit to biomed for resolution. A getinge field service engineer (fse) reported onsite on 14 april. Unable to replicate user complaint while onsite, testing unit with trainer and testing catheter. Fse ran unit for about 3 hours at 130 bpm without surfacing temperature alarms. Also, within these 3 hours, ran the compressor output test for about 30 minutes, observing the running temperature going up to 62 degrees, however without surfacing any alarms. Fse feels compressor very hot to the touch. Nothing unusual identified in the logs. Replaced suspect compressor(d119-00-0236) assembly, as well as vacuum and pressure filters, along with the temperature probe(d206-00-0734) on the compressor. Successfully completed a full function check, as well as a simulated treatment post replacement without surfacing any issues while onsite. Compressor outpost read about 53 degrees post compressor replacement. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received the parts were received with a reported unit failure message of ¿over temperature¿ alarm message on screen. Performed visual inspection of these parts received and parts look to be in good condition and tested together and separately to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department let unit pumped for 3 hours. The failure analysis and testing department could not verify the failure of ¿over temperature¿ message. The fat dept. Did not observe any message. All parts passed testing. Retaining following parts in the fat dept. As per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) user surfaced a system overtemperature alarm, unit was swapped out to continue therapy without issue. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.